Manufacturer narrative:
The subject device was returned for device investigation. Based on the results of the investigation, most likely cause was impact, dropping, shock or similar stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.

Event description:
It was observed that during the device evaluation of the inner sheath, for 26 fr. Outer sheath, the isolation beak (the ceramic tip /insulation beak) was broken. There were no reports of patient involvement.